Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28oct2020.

Event description:
The customer reported the nav ring not working. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
G4: 04jan2021 b4: (B)(6) 2021 the customer reported navigation ring not working when doing controls test in the performance verification testing (pvt). The customer confirmed they were unable to adjust settings. The field service engineer (fse) replaced the front bezel. The unit passed all tests successfully. The unit was returned to service. The front bezel which included the navigation ring was returned for failure investigation(fi) for analysis. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.